Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using humalin u-500 insulin. Tandem technical support (cts) informed customer that humalin u-500 is off label per the user guide. Customer changed the infusion set and resumed insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.